Event description:
In june 2006 a trauma pt underwent repair of the thoracic aorta using the gore tag thoracic endoprosthesis. The pt's aorta measured 21 mm (exact location unk). The device was deployed without incident. A follow up study revealed the device had infolded, requiring an add'l procedure to place a palmaz stent inside the deivce. Pt outcome is unk at this time.